Event description:
Healthcare professional reported implant exchange from textured to smooth. Additionally, healthcare professional reported left side plug strap separated. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe since it is not related to the device. Other technical: observed broken on plug strap side assessed as unidentified (tear) opening. Additional observations: observed opening on anterior side assessed as surgical damage. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported implant exchange from textured to smooth. Additionally, healthcare professional reported plug strap separated. Device remains has been explant. This relates to the left side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: plug strap.